Manufacturer narrative:
(B) (4). Hypotension may occur during this type of procedure and as listed in the instructions for use, hypotension is a known potential adverse event associated with the use of the product. In this case, there was no reported product deficiency. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history record (lhr) did not reveal any related nonconforming material record (ncmr) which could have contributed to this incident.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post procedure. It was reported that after the successful implantation of the acculink stent in the right internal carotid artery, the patient experienced hypotension that resolved after four days of dopamine infusion. There was no adverse patient sequela. No additional event or patient information is available.